Event description:
It was reported that during meniscus repair, t2 didn't deploy after several attempts. T1 was left secured in the patient. Another fast-fix 360 device was used to complete the procedure with no procedural delay or patient injuries.

Manufacturer narrative:
A 72202468 fast-fix 360 curved needle delivery system device was reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent force involving twisting, bending manipulation of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Final product met predetermined specifications upon release to distribution.